Event description:
It is reported that the pt admitted with spinal cord hematoma and multiple co-morbidities developed rectal bleeding with diagnosis of rectal mucosa laceration possibly after the insertion of the fms device, which may have happened when the catheter seeded in the rectal vault. Info received via questionnaire indicates that the device was filled with 45mls and no add'l fluid was added to balloon thereafter. The reason for insertion is reported as pt met criteria for insertion, and device was removed related to rectal bleeding to diagnose and promote healing, and the fms signal was discontinued at that time (date not known). Reports pt diagnosed with rectal mucosa laceration after having a colonoscopy and the colorectal surgeon performed a bowel resection. The pt received blood transfusion of 8 units prbcs. Info on questionnaire states that the device was in place for 2 weeks before the problem was noticed. Reports device was discontinued and no other med intervention. Lastly, no untoward effect to pt and that pt has been discharged from facility.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. Complainant confirmed no lot available. Call attempts made to obtain further info is recorded as follows: first attempt made on 04/28/2014 to obtain further info, complainant returned call on 04/29/2014 to provide case update via flexiseal questionnaire. Dates of occurrence not known, other than it occurred over a month ago. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. Note: this is the first instance of a pt with laceration. This case is related to pt identifier #: (B)(6)reported under manufacturer's report #: 1049092-2014-00130. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for eval is not expected. Reported to the FDA on (B)(4) 2014. The actual date of event (so the date used was the date convatec became aware). Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.